Event description:
It was reported that on (B)(6) 2020, a patient underwent an insert fracture without trauma after 12 years of implantation. Revision surgery was performed on (B)(6) 2020. The explants will be available for investigation. Patient status is currently unknown.

Manufacturer narrative:
Results of investigation: it was reported that a revision surgery was performed due to fracture of a biolox forte ceramic inlay (75007454). No trauma can be reported which might have contributed to the fracture. The biolox forte ball head (aesculap) was also revised during surgery. The inlay, used in treatment, was received for investigation. Also the ball head from aesculap was received. The inlay is broken into eight small and a multitude of very small fragments. The product evaluation which was performed by the supplier could not determine the reason for the breakage, as fragments of the insert are missing for investigation. The material analysis of insert did not reveal any deviations from specifications. Also the production documentation did not reveal any deviation from standard procedures. There was one similar complaint reported in the past for the same batch with the same failure mode, however also in this case no deviations from standard procedures could be detected. The failure mode an the severity are covered through the risk management files. The IFU states that fractures of components can happen in very rare cases (lit. No. 12.23 ed. 06/08). Furthermore, it must be noted, that the combination with third party products is not approved by smith and nephew. Based in the received surgical reports a medical assessment was conducted. It is noted, that the fragments, which were missing were removed by suction and careful rinsing. However, based on the received documentation, the root cause of the fracture cannot be determined. It cannot be ruled out that the combination with third party products contributed to the issue. The failure mode of the fractured insert is confirmed, however the root cause of the fracture stays undetermined after investigation. Smith and nephew will monitor both devices for further similar issues. The device will be retained.

Event description:
It was reported that on (B)(6) 2020 patient underwent a ceramic inlay fracture without trauma after 12 years of implantation. Revision surgery of insert and ball-head was performed to correct the problem. Hi-lubricer xlpe insert with the combination of merete bioball adapter and delta ball-head was implanted.